Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit with a blood glucose (bg) level of 650-680 mg/dl. The customer alleged the pump gave an undefined alarm and that the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide additional information.